Event description:
It was reported that the patients experienced major structural damage to the driveline. Log files were sent to be reviewed as a precaution for signs of compromised wires. The log files did not contain any type of driveline issues. The tears to the driveline outer jacket were cosmetic only at this time which suggested the wires were not compromised. It was suggested that rescue tape be applied to the driveline tears. The log files captured odd strings of low battery advisories. Due to the odd low voltage advisories & the physical damage to the system controller power leads, it was suggested to replace the system controller. As precaution it was recommended to inspect the battery clips.

Manufacturer narrative:
A1-4: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2024. The patient was issued a new primary controller. It was noted that the confiscated system controller's serial number was not visible, and the internal battery was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of abnormal low voltage alarms and power cable damages were confirmed through this investigation. The reported event of the system controller¿s serial number label not being visible could not be confirmed. The heartmate ii system controller was not returned to abbott for analysis; however, photos and a log file were submitted for review. Two of the submitted photos revealed that the black and white strain reliefs of the power cables had been damaged. The serial number label was not visible in the submitted photos. The submitted log file contained approximately 15 days of information (21sep2024 to 06oct2024 per timestamp). Intermittently throughout the data, abnormal strings of low voltage advisory alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly fluctuating below and above the designed alarm threshold. The pump maintained a speed within the expected range without issue. Provided information indicated that the system controller was exchanged in response to the observed issues. The root causes of the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the exchanged controller was not provided. The heartmate ii instructions for use (section 3 entitled ¿powering the system¿) and heartmate ii patient handbook section 3 entitled ¿powering the system¿) address how to properly change between power sources. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including low voltage alarms. Heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.